Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the right ventricular lead. The lead also exhibited an increase in capture thresholds and impedance issue. The patient was brought to the clinic and isometrics were performed and the event could not be reproduced. There was no further evidence of any lead damage. The patient was fine throughout the event. No intervention was performed and the physician elected to monitor the patient.